Event description:
It was reported that during pre-surgery it was found that the screw on the attachment device which holds the blade device came loose. It was further reported that the blade device was dropped as a result. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and seal deterioration from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.